Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 4092 implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) and loss of capture was noted when testing through the device related to battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.